Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 10/23/92. The pump was removed on 2/26/97, a reportedly because of a "non-function." Add'l info indicated that the device had a "fracture of a non-reinforced/modified pump tubing at the level of the strain relief to the outside tubing between cylinder and pump." The pump and a portion of detached tubing were received and evaluated by the MFR. During microscopic examination, markings between the pump's serialized outlet and the portion of detached tubing indicating a tubing tear were noted. Abrasion markings were also noted on the pump's tubes. In addition two of the pump's tubes were received bent, indicating that these tubes had been bent for a long period of time. Based on the received info, and quality assurance's examination, qa confirms a tubing tear at the pump's serialized outlet. This tear would render the device inoperable while in-vivo, and was the reason for removing the device. The positioning of this device while in-vivo contributed stress(es) that contributed to the tear.

Event description:
The device was removed due to "non-function". As reported to co, the pump component only was removed and replaced; leaving the cylinder from the pump/cylinder set, catalog #9922w, serial #139134, and reservoir. Catalog #9100k, serial #150389 in place from the initial implant surgery. 2/28/97-upon receipt of add'l info provided from the physician/surgeons office, it stated, "pt presented 2/25/97 with non-function. It was found to have a fracture of a non-reinforced/modified pump tubing at the level of the strain relief to the outside tubing between cylinder and pump. This was of such a nature that the tubing as well as the monofiliment winding was completely fractured off. This tubing had to be retrieved. The system was flushed with antibiotic solution, purged of all fluid and refilled to the recommended 100cc of saline fill. The explanted pump is returned to the MFR".